Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3289 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. C06616) for female sterilisation. The patient had a medical history of parity 4, multigravida, thyroid disorder, obesity, smoker, pneumonia, anxiety, anemia, adenomyosis, parakeratosis, hypothyroidism, shortness of breath and abnormal uterine bleeding. Previously administered products included: hydrocodone for hypothyroidism and cephalexin amel and metronidazole. The patient had a family history of aortic aneurysm and diabetes. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3018 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Previously reported essure insertion date: (B)(6) 2014. Complication-none. Diagnostic results (normal ranges are provided in parenthesis if available): [microscopy] on (B)(6) 2023: overall findings are consistent with low-grade squamous intraepithelial lesion (cin 1, mild dysplasia). Section from bilateral fallopian tubes shows paratubal cyst, otherwise unremarkable. Section from left ovary shows benign hemorrhagic corpus luteal cyst. Right ovary shows unremarkable morphology. [Pathology test] on (B)(6) 2023: abnormal uterine bleeding (aub) submitted as uterus, bilateral fallopian tubes and ovaries, total hysterectomy with bilateral salpingo-oophorectomies: secretory type endometrium. Multiple areas with adenomyosis. Cervix with focal low-grade squamous intraepithelial lesion (cin 1, mild dysplasia) and focal parakeratosis. Left ovary with h. Hemorrhagic corpus luteal cyst. Right ovary unremarkable morphology. Bilateral fallopian tubes with benign paratubal cyst. Tissue submitted: uterus, bilateral tubes and ovaries. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : lot number, reporters information, medical history and lab data added, non drug treatment and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3289 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. C06616-invalid) for female sterilisation. The patient had a medical history of parity 4, multigravida, thyroid disorder, obesity, smoker, pneumonia, anxiety, anemia, adenomyosis, parakeratosis, hypothyroidism, shortness of breath and abnormal uterine bleeding. Previously administered products included: hydrocodone for hypothyroidism and cephalexin [cefalexin] and metronidazole. The patient had a family history of aortic aneurysm and diabetes. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3018 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Previously reported essure insertion date: (B)(6) 2014 complication-none. Diagnostic results (normal ranges are provided in parenthesis if available): [microscopy] on (B)(6) 2023: overall findings are consistent with low-grade squamous intraepithelial lesion (cin 1, mild dysplasia). Section from bilateral fallopian tubes shows paratubal cyst, otherwise unremarkable. Section from left ovary shows benign hemorrhagic corpus luteal cyst. Right ovary shows unremarkable morphology. [Pathology test] on (B)(6) 2023: abnormal uterine bleeding (aub) submitted as uterus, bilateral fallopian tubes and ovaries, total hysterectomy with bilateral salpingo-oophorectomies: secretory type endometrium. Multiple areas with adenomyosis. Cervix with focal low-grade squamous intraepithelial lesion (cin 1, mild dysplasia) and focal parakeratosis. Left ovary with h hemorrhagic corpus luteal cyst. Right ovary unremarkable morphology. Bilateral fallopian tubes with benign paratubal cyst. Tissue submitted: uterus, bilateral tubes and ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: update of information (batch is invalid). An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.